Manufacturer narrative:
A ge rep evaluated the sys and reseated cables and connectors on the hard drive and cine drive. The sys operates as intended.

Event description:
The customer reported the sys shut down during a procedure and would not reboot. No pt injury was reported.